Event description:
The patient received the three-injection regimen of orthovisc in both her knees. On some occasions, she allegedly noticed her glucose level had risen 70 points above her normal reading. The patient treated her diabetes with metformin.

Manufacturer narrative:
No lot number was given at time of report. The patient is diabetic and inquired about a connection between orthovisc and an increase in glucose. Orthovisc is not manufactured with glucose, and there is no glucose used in any of anika's products. Although there is no connection, this complaint is being reported due to the medical intervention use of metformin to control her diabetes.